Event description:
When the introducer was placed, the dr could suck air. Unk whether the air was an embolism or whether the air came from the valve.

Manufacturer narrative:
The reporter has sent the sample for investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).